Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient was noted to experience discomfort due to phrenic nerve stimulation with loss of capture on the left ventricular (lv) lead. The lv lead was re-positioned on (B)(6) 2025. The patient was in stable condition.